Event description:
It has been reported that during surgery, the screws would not stay on driver tip. Event resulted in delay of surgery over 30 minutes.patient outcome: no adverse effect reported as a result of this event.